Event description:
It was reported that a vns patient was found to have high impedance. Clinic notes were received from a visit on (B)(6) 2017 providing that the systems diagnostics were within normal limits. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Full revision surgery occurred. The explanted devices were reported to have been discarded by the hospital.

Event description:
Follow-up was also received indicating the patient¿s head would turn with every stimulation.